Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
Surgeon complaints of diminished "cutting power." Add'l clinical info requested.